Event description:
It was reported that the manufacturer's representative was asked to see the patient regarding his patient programmer. For the past one month, the patient indicated he was able to increase the stimulation, but was unable to feel any stimulation. Contact number three showed >10,000 ohms on all contact pairs. Of the four electrodes, number three was over 10 ,000. It was not known when this started¿if it was intraoperative or after surgery or some other time. However, it was noted to be a recent situation. There were no known lead fractures. The patient was programmed at 0-3+, and then a reprogramming was done. Now, the patient was programmed at 0-2+, 0v, 420 pulse width, and 40 hertz. The manufacturer's representative used electrode 0 and 2, and the patient was happy. The manufacturer's representative attempted to increase the patient¿s parameter and the amplitude was not able to increase with his clinician programmer wheel, on the side. The manufacturer's representative said he could tap on 3v and was able to increase that way. The patient indicated he was able to increase the amplitude with the patient programmer. The manufacturer's representative also interrogated with his clinician programmer, and the amplitude was able to increase with the clinician programmer wheel. The manufacturer's representative reported there was no issue with the clinician programmer. He was at a stim trial and everything worked fine. The patient had a new implantable neurostimulator (ins) replacement done on (B)(6) 2014. The cause of issue was not determined. It was not device related. The patient was good.

Manufacturer narrative:
Concomitant medical products: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient; product ID 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).